Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer's blood glucose reading was 40 mg/dl. The customer's last blood glucose reading was 207 mg/dl. The customer stated that he miscalculates the amount he took for a bolus. The customer treated with juice or glucose tablet. The customer did not want to troubleshoot for low blood glucose readings.